Event description:
About two months prior to the date of this report, it was stated the patient was not sure if they had been pain free since the healthcare provider replaced the implantable neurostimulator (ins) with the newer model ins. The patient stated they had ¿a lot of trouble¿ with their new ins and it was not bad when they saw down but it hurt if they were up, like when they were walking their dog. It was noted the patient had times where they couldn¿t lay on it. Reportedly, it was not red so the patient stated they knew there was not an infection but the patient was told one could be starting. It was noted the patient had multiple bladder issues and did not want it removed. It was stated the symptoms occurred following implant. Information received as of the date of this report clarified that the patient was having ¿a lot of trouble¿ with the ins being on the right side. This was noticed about six months prior. The ins was moved to the left side on (B)(6) 2014. During surgery, the healthcare provider (hcp) found that the wires had ¿disintegrated.¿ they reportedly ¿fell apart¿ when the hcp picked them up because they had been in the patient for a long time. The hcp placed a new wire at that time. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-28, lot# v004124, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.